Event description:
Information was received indicating that this syringe infusion pump's motor was not running. No adverse patient effects were reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol: (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked. Motor not running was found in pump event history log. Reported problem was able to be duplicated during occlusion test. The root cause of the reported issue was found to be customer induced. Main board misaligned from the extrusion due to pump been dropped by customer. Actions were taken to mitigate the reported issue: realigned main board. Performed occlusion test and all functional tests which passed

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump top case and left plunger case were cracked. Review of the pump event log noted a "motor not running" message was recorded. Functional testing included occlusion testing. A "motor not running" message was found during the occlusion test. It was found that the main board was misaligned from the extrusion due to the pump being dropped by the customer. The main board was realigned and the top case and top plunger case were replaced. Another occlusion test was performed and the pump passed all functional testing. Based on the evidence, the complaint was confirmed. The root cause was attributed to a misaligned main board due to customer induced damage.